Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Event description:
It was reported that the pump was displaying incorrect readings. Per reporter the ordered volume of medication was 115 ml and initially the pump displayed 115 ml with 109.15 ml on the given screen. It was reported that the patient stated the pump alarmed about two hours prior to returning to the infusion center, and then stopped. Per reporter patient denied stopping or turning it off. When patient returned to the infusion center the pump was on. It was reported that the infusion was restarted and the pump displayed 114.7 ml as the reservoir volume and the patient continued their infusion. At the end of the infusion the pump displayed 108.5 ml as the reservoir volume and 115.65 ml as the given amount. It was noted that the cassette was empty and the pump continued to run past 115 ml. The patient was reported to have received their full dose and no adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.